Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was seen in clinic on (B)(6) 2014 and was noted to have increased lactate dehydrogenase and power spikes. The log file showed 5.4 lpm at 9200 rpm, 6.1 w, pi 5.5. No abnormal events or alarms. The patient is currently readmitted on argatroban drip, coumadin and aspirin restarted. A ramp was completed (B)(6) 2014 and negative. The hosp is questioning right ventricle failure.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.